Event description:
It was reported to manufacturer that during surgery, the surgeon stated that "there is a problem with the gasket and there is something loose." The surgeon did not implant the device into the patient and the generator was returned to manufacturer for analysis. Visual inspection of the returned generator revealed that the septum cavity had sustained marring from an unidentified tool. Additionally, the septum plug was not returned with the generator. Due to the deformity of the septum cavity, dimensional measurements could not be performed. A bench septum was installed and sealed within the septum cavity. It could not be determined how or when the septum cavity sustained the defacement. The pulse generator would interrogate and program at a distance of one inch from the programming wand. The pulse generator is operating within designed limits, meeting manufacturers final electrical test specification. Review of the device history record shows that the pulse generator passed all specifications before it was released. Additional information was received from the implanting facility. It was reported that the generator was returned while still inside the sterile packaging. It was stated that the surgeon did not open the device and could see through the package that the septum plug was loose and made the decision not to use it at that time. Additional follow up with product analysis revealed that the "as-received" photos of the generator were available, indicating that the generator was received into decontamination prior to performance of product analysis. In addition, the analysis report also indicated that the device was received into decontamination. Per manufacturers procedures, the generator would only go into decontamination if the package seal were breached. Otherwise, it would be sent straight to the product analysis technician for analysis. Since the septum plug was not returned with the generator, and based on available internal documentation, it appears that the generator was likely received by the manufacturer outside of its sterile packaging. Since there is conflicting information from the site, a root cause cannot be conclusively determined regarding the loose component that the surgeon visualized.

Manufacturer narrative:
Visual analysis revealed that the septum plug was not returned with the generator. A bench septum was difficult to insert into the septum cavity, but once inserted, the septum conformed to the cavity. The device history record was reviewed and the pulse generator passed all specifications. It could not be determined how or when the septum cavity sustained the defacement.